Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the device was used for the right upper pulmonary vein during resection of right upper lobe. After the 1st firing, the jaws would not open although, the black return knob was pulled back. The surgeon felt something was wrong with the knob as if spring was disengaged. The surgeon pushed the green button, squeezed handle and pulled back the return knob, then finally the jaws opened. A new cartridge was loaded, but the handle could not be squeezed. A new stapler was opened and loaded with the same cartridge and it was used without incident. No bleeding occurred. There was tissue damage and additional tissue loss because the surgeon cut the tissue on the inner side of the first staple line. Nothing fell into the pt cavity. Operative time was not extended more than 30 minutes. The pt is currently doing well.